Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the device failed steps during testing. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.